Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited incorrect measurements of pulse amplitude. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The complaint of incorrect measurements of pulse amplitude report was confirmed. The device was not returned, but the issue was able to be confirmed through review of the software code. The incorrect display was confirmed to be due to a software coding error.